Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead could not reach target position and encountered placement difficulty. It was also reported the rv lead was unable to achieve satisfactory measurements. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.